Manufacturer narrative:
The customer reported that the AED is having an issue with powering on, the asi is flashing green, and the device is displaying a service code warning for 'speaker test current' which may indicate an early warning of a low battery. The maintenance schedule is reported as unknown. Trouble shooting with the customer: a new battery pack was installed, the service code warning was cleared with a manual self-test, and the asi is flashing green. The AED is ok to remain in service. Sent data card to download the log file to send to the manufacturer for further analysis. Discussed proper maintenance. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The customer reported that the AED is having an issue with powering on and the asi is flashing green. The customer did not report that this event occurred during patient use.